Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head is coming off inside mouth... Metal section that engages into the brush head seems broken off halfway down - oral-b toothbrush [device breakage]. Case narrative: consumer e-mail stated that the metal section that engages into the brush head seems to have possibly broken off halfway down. Also, the brush head is coming off inside mouth. No injury was reported. Follow up: concomitant product updated.

Event description:
Brush head is coming off inside mouth... Metal section that engages into the brush head seems broken off halfway down; oral-b toothbrush [device breakage]. Case narrative: consumer e-mail stated that the metal section that engages into the brush head seems to have possibly broken off halfway down. Also, the brush head is coming off inside mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
24-sep-2025 product investigations results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head is coming off inside mouth... Metal section that engages into the brush head seems broken off halfway down - oral-b toothbrush [device breakage] . Case narrative: consumer e-mail stated that the metal section that engages into the brush head seems to have possibly broken off halfway down. Also, the brush head is coming off inside mouth. No injury was reported. Follow up: concomitant product updated. Follow-up: batch/lot no. Deleted for concomitant product. Follow-up: product investigation result: 24-sep-2025: no manufacturing cause and no design issue identified based on investigation.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head is coming off inside mouth. Metal section that engages into the brush head seems broken off halfway down - oral-b toothbrush [device breakage]. Case narrative: consumer e-mail stated that the metal section that engages into the brush head seems to have possibly broken off halfway down. Also, the brush head is coming off inside mouth. No injury was reported. Follow up: concomitant product updated. Follow-up: batch/lot no. Deleted for concomitant product.